Event description:
In late 2008, a female cardiac patient had an angioplasty procedure performed. During the procedure, a balloon pump was inserted at about 1300 hrs. Patient coded at 1830 in ICU with suspected pulmonary artery rupture/cardiac tamponade. Following successful resuscitation, the patient was transferred to radiology for a CT scan. During the CT scan, EKG changes identified and helium loss was alarming on the balloon pump. Blood was also identified in the gas shuttle tubing. Patient coded and was pronounced at 2030 the same day. Upon further inspection, a fracture of the arterial flash helium gas line was noted at the patient suture pad site and suspect helium loss at the end of the balloon tip may have occurred.